Manufacturer narrative:
The technician replaced the trend shocks to repair the bed.

Event description:
Information received indicates the bed will not go into trendelenburg when activating the trend handles.